Event description:
A doctor alleged that six (6) patients had experienced the loss of a crown approximately one (1) month after placement with the maxcem elite clear product. This is the fifth of six (6) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor cleaned out the patient's crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. A physical evaluation was performed returned product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.